Manufacturer narrative:
Result: damaged motion interrupt pan.

Event description:
It was reported by service report that the bed was stuck up high, and would not go down. No pt involvement or adverse consequences were reported.